Manufacturer narrative:
(B)(4). The date of the event onset/hospitalization was reported as an unreported date and month in the first half of year 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as "the long duration of peritoneal dialysis therapy"; however, this was not further specified, therefore the cause of the event was assessed as unknown. The patient was hospitalized for peritonitis. Treatment details were unknown. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had recovered. No additional information is available.